Manufacturer narrative:
Device history record review: no indication of the reported defect found during DHR. Lot met all release criteria. Sample analysis: no sample as of 07/28/2006 has been received by fmc for an evaluation. The reported complaint is not confirmed. Fmc will continue to monitor trends and will define a corrective action if the frequency of this complaint requires it. According to the history and physical provided by the clinic, it was verbalized to both the pt and his wife, by the md, that the organism acinetobacter peritonitis, is a difficult organism to treat and is highly recurrent. The plan of care discussed with the md for this pt is to complete a 4 week course of antibiotic therapy. Also, it was addressed to both the pt and his wife that his long standing low serum albumin is an ominous sign to terms of peritoneal dialysis. Also discussed was the possibility of a change in therapy to hemodialysis. As of 2006, the peritoneal dialysis fluid of this pt was cloudy. The pt had completed 4 weeks of fortaz therapy. The cell count was 9000 wbc. As a result of this, the plan of care is to remove the catheter and initiate hemodialysis. As of today, this pt is on hemodialysis.

Event description:
An electronic report was received from a home peritoneal dialysis pt's wife of missing safety seals on the tubing sets. Apparently, she used the tubing sets for her husband peritoneal dialysis treatments. She was advised by rn at clinic to notify us. Also it was learned that the pt was diagnosed with peritonitis. The pt was treated with vancomycin and gentamycin ip. This pt's rn was contacted for info and according to her, once the results of the culture was final, the antibiotic therapy was changed to fortaz ip the rn provided info as well as treatment sheets, and it was learned the this pt recently transferred from another clinic a month ago. Also verbalized was there are multiple issues involved and that the pt had transferred to this clinic already diagnosed with ongoing peritonitis for 6-8 weeks which was untreated. The pt recently suffered a cva and is dependent on spouse for care. Multiple concerns regarding pts adequate care was voiced by the pd rn. This pt has a chronic low albumin of 1. 4 and could be contributing to the chronic state of peritonitis as voiced by the rn. The pt and his wife were notified by md on 07/21/2006 that due to type of bacteria that was identified in peritonitis, it would be best to remove catheter and begin hemodialysis. It was reported a sample is available. The rn also stated that when it was reported to her that the tubing had missing safety seals, the spouse was instructed not to use them for treatment.